Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer¿s blood glucose (bg) level was in 600 mg/dl range. Reportedly, the customer required assistance from contact to administer a manual insulin injection to address elevated bg. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.